Event description:
Boston scientific crm rec'd info that following pocket closure of the implant procedure, this newly implanted dextrus right ventricular lead dislodged. The pocket was reopened and the lead was successfully repositioned. No adverse pt effects were reported.